Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported by patient that "she has been experiencing pain and also has been using two crutches to walk ever since she had her first right hip implant in 2005. She also said she has had three surgeries using stryker implants. During her first surgery for the right hip, the implant became dislocated when she bent down to pick something up, then a second surgery was performed. A third surgery was performed because the implant became loose out of the joint because the implant had eaten a hole in her pelvis."